Event description:
The patient contacted lifescan alleging that their one touch ultra meter was prompting the error 4 message. The patient obtained an error 4 message on the reported meter, which may indicate the testing temperature was outside of the system operating temperature, the test strip may have been damaged or moved during testing, or the sample was improperly applied. They were having dizzy spells, feeling "sick at stomach", having an anxiety attack, and feeling hypoglycemic at the time of concern. They tested with another meter a few minutes apart from attempting to test on the reported meter; the result obtained on the other meter was not provided. They were taken to the hospital and treated with an IV. The customer care representative (ccr) confirming that the room was at the appropriate temperature when the patient attempted to test with the reported meter and the test strips were in good condition. The ccr walked the patient through retesting and the error 4 message appeared. The meter was replaced.